Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that there was no damage detected to the returned implants. Unfortunately, we cannot exactly pinpoint the exact reason for the problem that occurred afterwards. However, we can assure you that we have received this message in our market vigilance system and the associated complaint statistics are kept under observation. No product error could be determined.

Event description:
It was reported that loose screw heads. During a l4 and l5 with matrix spinal fusion l4/5, after having exposed the screws and rods in situ, the doctor established that the screw heads in l4 were loose/polyaxial, even though the locking caps were still firmly closed and had not been manipulated. This is report 1 of 2 for complaint (B)(4). Reference complaints (B)(4).